Event description:
Four days postoperative - the pt experienced sudden onset of confusion, disorientation, and partial loss of vision bilaterally. Pt was in atrial fibrillation at this time and later converted to sinus rhythm. Pt experienced amnesia. Embolism to the optic radiations was observed. Computerized tomography scan showed multiple embolic infarcts in the white matter of both hemispheres.